Event description:
It was reported patient presented in clinic for initial implant procedure. Upon interrogation post procedure, it was found the patient's right atrial (ra) lead was inappropriately sensing and pacing in the right ventricle. A chest x-ray was performed and found that the ra lead had dislodged. The lead was successfully repositioned on (B)(6) 2025. Patient was stable.